Event description:
It was reported that the patient underwent a surgical procedure to replace his tactra malleable penile prosthesis with a new inflatable penile prosthesis (ipp) due to unspecified reasons. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace his tactra malleable penile prosthesis with a new inflatable penile prosthesis (ipp) due to unspecified reasons. No additional information was reported.